Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer states she has experienced lancets staying stuck in her finger after firing. Customer states she has noticed this occurring close to the lancet drum expiration date. Customer states she would find 1/4 to 1/3 of the lancet would break off in her skin, but she did not seek medical attention. Customer did not attempt to remove needles, as they would eventually fall out on their own. Requested return of suspect device and replacement was sent.